Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('praying that you recover quickly') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced hypersensitivity ("you had reaction"), vaginal discharge ("constant discharge") and vaginal odour ("weird smell"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal, hypersensitivity, vaginal discharge and vaginal odour outcome was unknown. The reporter considered hypersensitivity, medical device removal, vaginal discharge and vaginal odour to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: allergic reactions, medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: content from social media received: new reporter and new event (¿continued vaginal discharge¿ and ¿vaginal odor¿) were added.fu 3 and 4 processed together. On 23-mar-2020: social media received. Reporter's information added.fu 3 and 4 processed together. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('praying that you recover quickly') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced hypersensitivity ("you had reaction"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal and hypersensitivity outcome was unknown. The reporter considered hypersensitivity and medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: allergic reactions, medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('praying that you recover quickly') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced hypersensitivity ("you had reaction"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal and hypersensitivity outcome was unknown. The reporter considered hypersensitivity and medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: allergic reactions, medical device remomval. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.